Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture (visible loss of volume), pain and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional reported, deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture (visible loss of volume), pain and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with another manufacturer's device.